Event description:
It was reported that an edwards aortic bioprosthetic valve has been diagnosed as severely stenotic after an implant duration of approximately 19 years. Patient underwent an implant of an edwards transcatheter aortic bioprosthetic valve (tavr) within the existing valve (valve in valve). Patient is reported as stable post procedure.

Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve stenosis 19 years after implant; patient was treated via tavr and is in stable condition. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis reoperation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.